Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after batter installation. No battery anomalies noted. All buttons function properly. Unit passed sleep current measurement test, active current measurement test, self test. Unit was successfully downloaded using thus. No relevant alarms were noted in pump download history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Unit was cut open for visual inspection on electronic assemblies. No anomalies or moisture damage were noted. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm, no delivery alarm or unexpected bolus delivery anomalies noted during testing. Thus software was utilized and uploaded trace/history files properly. . The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that no delivery alarms were absent on record. No alarms during testing. Unit was cut open for visual inspection. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection .no damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Force sensor zero offset within spec(22.6mv). Unit received with serial number label missing, battery tube threads - cracked, cracked case on battery side, cracked case (battery tube), cracked case-corner of belt clip rails, missing display window/cover, cracked keypad overlay at select button, stained keypad overlay, and pillowing keypad overlay. Customer concerns were not confirmed due to unit functioning properly. No battery, keypad, or delivery anomalies. Cosmetic concern was confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported damage around the battery cap and reservoir ring. There were scratches on the screen. The buttons were sticky/unresponsive, and the batteries were rejected by the insulin pump and had low battery life. The customer received random block flow alarms. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the insulin pump. The product will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.